Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies device functionality commensurate with battery status. Final analysis confirmed the field report of a loose header issue which was consistent with having occurred during the explant procedure. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. During the replacement procedure, visual inspection of the device upon removal from pocket noted the header was loose. No adverse patient effects were reported.